Event description:
A blood leak detected alarm occurred at the start of a routine hemodialysis treatment. No evidence of a blood leak in the effluent. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. The pt's hb of 10.3 g/dl on (B)(6) 2012 decreased to 8.9 g/dl on (B)(6) 2012. Epogen dosing was increased from 14,000 units 1xweek to 20,000 units 1xweek on (B)(6) 2012. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. No blood was observed in the effluent. The alarm was most likely due to air in the effluent line and not an actual blood leak. The user guide includes probable causes for alarms and troubleshooting instructions. A manual rinseback of the pt's blood can be performed when trained and instructed by the facility to safely end the treatment if the alarm cannot be resolved. No similar problems reported subsequent to this event. Nxstage medical considers this report closed.